Event description:
It was reported that during an upgrade from pacer to ICD, when the lead was connected to the device, a rising capture threshold and inhibition of pacing due to oversensing were observed. Ventricular perforation was suspected. The lead was successfully repositioned. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.